Manufacturer narrative:
The evaluation found the equipment displays no image. It was noted video connection is loose and cannot hold connection to camera/scope that attributes to the reported noise (vertical line) and the video does not show. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
(B)(4) was informed that a customer visera elite video system center was returned for service for a reported "noise in the video, but endoscopic images were visible" that first occurred during preparation for use. However, during inspection and testing, the equipment was found to have a no image (reportable) malfunction. No patient death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based upon facts identified in the investigation, it was surmised that the phenomenon occurred due to a loosened connector. However, it was not possible to further identify the cause of the "looseness" of the connector. Olympus will continue to monitor field performance for this device.